Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer¿s blood glucose levels was 53 mg/dl. . The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer reported that they treated low blood glucose level with coke. The customer did not mention any symptom related to low blood glucose level. The insulin pump will not be returned for analysis.